Event description:
During an urgent cath lab case in ccl #3, the acist gave warning "acist shutting down" and turned off and then came back on. Process lasted approx 5 mins. No injury to patient. Acist injector sn (B)(4) (manufactured in 2015), acist control panel sn (B)(4) (manufactured 12/29/2020), acist power supply sn (B)(4) (manufactured 05/30/2019). FDA safety report ID# (B)(4).